Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving compounded baclofen (500 mcg/ml, 67.97 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had a fall and needed to check the integrity of the catheter. There were no known environmental/ext ernal/patient factors that may have led or contributed to the issue. A dye study and rotor study were performed. The patient would be scheduled for a pocket revision. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the result of the dye/rotor study were that the system was normal. There was no issue that led to the revision. No product, if explanted, would be returned for analysis. No further complications were reported/anticipated.